Event description:
The customer reported that the monitor on the system went blank. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The system was tested and operates as intended.